Event description:
A 3.5 mm diameter x 16 cm length nc stormer balloon dilatation catheter was inserted into a pt for treatment of a mid right coronary artery. The vessel and lesion morphology are unknown. It was reported that the pt had 4 bare metal stents, from a previous intervention, that had restenosed. The physician placed 2 cypher stents into the restenosed lesion and was post dilating with the nc stormer balloon. The balloon was positioned in the distal stented segment. The balloon was used once for post dilatation after which the physician attempted to deflate the balloon but could not. The balloon could be moved slightly. It was at this point that the physician used many techniques to try to deflate the balloon. The physician pulled it back to the guide while still inflated but couldn't withdraw it into the guide. The balloon was eventually over inflated to 24 atm. When the catheter was removed the balloon was detached. A cine was taken that showed no flow into the ostium and the pt was sent to surgery. The pt was discharged after an extended stay of 2 weeks. No add'l clinical sequelae were reported and the pt is reported to be fine. The device was not returned, however a medtronic representative visually inspected the device at the hosp. The deflated balloon was found to be detached from the remainder of the catheter and when it was removed from the pt it appeared to have an "accordion" shape. The distortion of the balloon appears to have occurred when the balloon was trapped at the mouth of the guide catheter, as the physician pulled the device proximally, in an attempt to remove the device. It was most likely that the outer shaft proximal to the balloon bond was weakened at this point and subsequently failed as the physician pulled strongly on the device. There was no obvious leak or burst site on the balloon; therefore it appears that deflation of the device most likely occurred when the shaft of the device ruptured, proximal to the balloon bond. Two devices from the same lot of the actual device involved were evaluated, and both devices confirmed to meet acceptance criteria standards.